Manufacturer narrative:
(B)(4).

Event description:
The rep reported that the patient presented in the clinic with pocket stimulation. The device had migrated under her armpit. The physician suspected a lead insulation issue. All lead measurements were stable and in-range. The lead was explanted and replaced.